Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient in the intensive care unit, due to an arrhythmia. Device interrogation revealed, inability to convert he patients' rhythm on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv)lead. The physician was able to use the magnet response to disable the ICD. The patient was in stable condition.